Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device had migrated into her uterus"), medical device pain ("essure device induced pain") and device breakage ("portions of the essure device remaining in her") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 2 years 5 months after insertion of essure, the patient experienced fatigue ("fatigue"), arthralgia ("joint aches") and the first episode of abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced the second episode of abdominal pain ("abdominal pain"). On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy and right salpingectomy on (B)(6) 2014), surgery (a hysterectomy and salpingectomy on (B)(6) 2016) and surgery (a hysterectomy and salpingectomy on (B)(6) 2016). At the time of the report, the device expulsion, medical device pain, device breakage, fatigue, arthralgia and the last episode of abdominal pain outcome was unknown. The reporter considered arthralgia, device breakage, device expulsion, fatigue, medical device pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: satisfactory placement,full occlusion of both tube. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device had migrated into her uterus"), medical device pain ("essure device induced pain"), uterine perforation ("perforation (uterus)/migration of essure device location of device-uterus"), fallopian tube perforation ("essure is half way out of fallopian tube"), device breakage ("portions of the essure device remaining in her") and the second episode of menorrhagia ("menorrhagia") in a 41-year-old female patient who had essure (batch no. 796879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache, bacterial vaginosis, urinary urgency, shoulder pain, facial swelling, constipation, rectocele, joint injury, rectal bleeding, rhinitis, hiatal hernia, gastric ulcer, vomiting, nausea, ischemic colitis, tobacco abuse, gastroesophageal reflux disease, diverticulosis, ectopic pregnancy, c-section and mesenteric ischemia. Previously administered products included for an unreported indication: depo provera on (B)(6) 2011, sprintec on (B)(6) 2011 and mirena in 2009. Concurrent conditions included heartburn, menometrorrhagia, urinary urgency, bacterial vaginosis, vaginal yeast infection, fibromyalgia, acute retention of urine, increased tendency to bruise and arthritis. Family history included colon cancer (mother). Concomitant products included amoxicillin (amox), azithromycin from (B)(6) 2011 to (B)(6) 2013, belladonna and derivatives, benzonatate since (B)(6) 2013, carbamazepine (carbamazepin) since (B)(6)2013, cefuroxime from (B)(6) 2011 to (B)(6) 2013, cilest (mononessa-28), ciprofloxacin from (B)(6) 2013 to (B)(6) 2014, diazepam since (B)(6) 2014, diclofenac, dicycloverine (dicyclomine) since (B)(6) 2013, doxycycline hydrochloride (doxycycla) since (B)(6) 2014, duloxetine hydrochloride (cymbalta) from (B)(6) 2012 to (B)(6) 2012, fluconazole, fluconazole (diflucan) since (B)(6) 2014, fluvoxamine since (B)(6) 2013, hydrocodone w/homatropine since (B)(6) 2012, hydromorphone, ibuprofen from (B)(6) 2014 to (B)(6) 2014, lactulose, levofloxacin since 28-(B)(6) 2014, lidocaine since (B)(6) 2014, medroxyprogesterone acetate since (B)(6) 2011, meloxicam since (B)(6) 2013, methylprednisolone acetate (methylprednis), metronidazole (metronidazol) from (B)(6) 2013 to (B)(6) 2014, misoprostol since (B)(6) 2014, nitrofurantoin since (B)(6) 2012, nortriptyline hydrochloride (nortriptylin), ondansetron (ondasetron) from (B)(6) 2011 to (B)(6) 2012, phenazopyridine from (B)(6) 2012 to (B)(6) 2013, prednisone from (B)(6) 2014 to (B)(6) 2014, procet (hydrocodone w/apap) since (B)(6) 2012, promethazine since (B)(6) 2014, salbutamol (ventolin) since (B)(6) 2012, salbutamol sulfate (proair hfa) since (B)(6)2014, topiramate, tramadol, tramadol from (B)(6) 2013 to (B)(6) 2014 and triamcinolone (triamcinolon) since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 2 years 4 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fatigue ("fatigue"), arthralgia ("joint aches") and the first episode of abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced the second episode of abdominal pain ("abdominal pain"). On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), the second episode of menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (diagnostic laparoscopy and right salpingectomy on (B)(6) 2014), surgery (a hysterectomy and salpingectomy on (B)(6) 2016), surgery ((B)(6) 2014: unilateral salpingectomy,(B)(6) 2016: hysterectomy with bilateral salpingectomy), surgery (unilateral salpingectomy), surgery (a hysterectomy and salpingectomy on (B)(6) 2016) and surgery (endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, medical device pain, uterine perforation, fallopian tube perforation, device breakage, the last episode of menorrhagia, fatigue, arthralgia, the last episode of abdominal pain, vaginal haemorrhage, ovarian cyst, endometriosis and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered arthralgia, device breakage, device expulsion, dysmenorrhoea, endometriosis, fallopian tube perforation, fatigue, medical device pain, ovarian cyst, pelvic pain, uterine perforation, vaginal haemorrhage, the first episode of abdominal pain, the first episode of menorrhagia, the second episode of abdominal pain and the second episode of menorrhagia to be related to essure. The reporter commented: discripancy noted in essure removal date: (B)(6) 2014: unilateral salpingectomy, (B)(6) 2016: hysterectomy with bilateral salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: satisfactory placement,full occlusion of both tube ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: fallopian tube perforation most recent follow-up information incorporated above includes: on 23-may-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, ovarian cyst; endometriosis, dysmenorrhea, muscle pain, fatigue, uterine perforation , fallopian tube perforation are added. Lot number added. Concomitant & historical drugs & conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device had migrated into her uterus"), medical device pain ("essure device induced pain"), uterine perforation ("perforation (uterus)/migration of essure device location of device-uterus"), fallopian tube perforation ("essure is half way out of fallopian tube") and device breakage ("portions of the essure device remaining in her") in a 41-year-old female patient who had essure (batch no. 796879-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache, bacterial vaginosis, urinary urgency, shoulder pain, facial swelling, constipation, rectocele, joint injury, rectal bleeding, rhinitis, hiatal hernia, gastric ulcer, vomiting, nausea, ischemic colitis, tobacco abuse, gastroesophageal reflux disease, diverticulosis, ectopic pregnancy, c-section and mesenteric ischemia. Previously administered products included for an unreported indication: depo provera on (B)(6) 2011, sprintec on (B)(6) 2011 and mirena in 2009. Concurrent conditions included heartburn, menometrorrhagia, urinary urgency, bacterial vaginosis, vaginal yeast infection, fibromyalgia, acute retention of urine, increased tendency to bruise, arthritis and colectomy. Family history included colon cancer (mother). Concomitant products included amoxicillin (amox), azithromycin from 22-sep-2011 to 2-jan-2013, benzonatate since (B)(6) 2013, carbamazepine (carbamazepin) since (B)(6) 2013, cefuroxime from 11-mar-2011 to 16-nov-2013, cilest (mononessa-28), ciprofloxacin from 30-jul-2013 to 15-jun-2014, diazepam since (B)(6) 2014, diclofenac, dicycloverine (dicyclomine) since 26-aug-2013, doxycycline hydrochloride (doxycycla) since(B)(6) 2014, duloxetine hydrochloride (cymbalta) from 7-nov-2012 to 15-nov-2012, fluconazole, fluconazole (diflucan) since (B)(6) 2014, fluvoxamine since (B)(6) 2013, hydrocodone w/homatropine since (B)(6) 2012, hydromorphone, ibuprofen from 9-mar-2014 to 15-sep-2014, lactulose, levofloxacin since (B)(6) 2014, lidocaine since (B)(6) 2014, medroxyprogesterone acetate since (B)(6) 2011, meloxicam since 26-apr-2013, methylprednisolone acetate (methylprednis), metronidazole (metronidazol) from 30-jul-2013 to 29-may-2014, misoprostol since (B)(6) 2014, nitrofurantoin since 9-nov-2012, nortriptyline hydrochloride (nortriptylin), ondansetron (ondasetron) from 10-may-2011 to 20-aug-2012, opium and belladonna, phenazopyridine from 9-mar-2012 to 17-may-2013, prednisone from 18-may-2014 to 29-jul-2014, procet (hydrocodone w/apap) since (B)(6) 2012, promethazine since (B)(6) 2014, salbutamol (ventolin) since (B)(6) 2012, salbutamol sulfate (proair hfa) since (B)(6) 2014, topiramate, tramadol, tramadol from 16-nov-2013 to 15-jun-2014 and triamcinolone (triamcinolon) since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 2 years 4 months after insertion of essure, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In january 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fatigue ("fatigue"), arthralgia ("joint aches") and the first episode of abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced the second episode of abdominal pain ("abdominal pain"). On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain female") and myalgia ("pain muscles"). The patient was treated with surgery (diagnostic laparoscopy and right salpingectomy on (B)(6) 2014), surgery (a hysterectomy and salpingectomy on (B)(6) 2016), surgery ((B)(6) 2014: unilateral salpingectomy,(B)(6) 2016: hysterectomy with bilateral salpingectomy), surgery (unilateral salpingectomy) and surgery (a hysterectomy and salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, medical device pain, uterine perforation, fallopian tube perforation, device breakage, menorrhagia, fatigue, arthralgia, the last episode of abdominal pain, vaginal haemorrhage, ovarian cyst, endometriosis, dysmenorrhoea and myalgia outcome was unknown and the pelvic pain was resolving. The reporter considered arthralgia, device breakage, device expulsion, dysmenorrhoea, endometriosis, fallopian tube perforation, fatigue, medical device pain, menorrhagia, myalgia, ovarian cyst, pelvic pain, uterine perforation, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: discripancy noted in essure removal date: (B)(6) 2014: unilateral salpingectomy, (B)(6) 2016: hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: coil is out and puncturing my uterus hysterosalpingogram - on (B)(6) 2011: satisfactory placement,full occlusion of both tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.